Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphical user interface (gui), printed circuit board (pcb) and updated the backlight inverter printed circuit board (pcb) to resolve the issue. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator generated an erratic display. There was no report of patient injury.